Event description:
It was reported per medwatch report that shearing of the plastic covering was noted at the insertion site involving the spring wire guide (swg), making it unusable. A new kit was opened and a new site for insertion was selected. Additional info received from the hospital on 10/26/09, stated there were no pieces that were retained or had to be removed from the pt. It is unclear if the swg was pulled back against the needle to have caused the issue. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.